Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6), 2008, product type: recharger. Product ID: 399930, lot# v101191, implanted: (B)(6), 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient . (B)(4).

Event description:
It was reported that the only way a patient could recharge was if he was standing up. It was noted that the patient gained 15lbs, but he didn¿t notice a difference when standing or sitting. It was noted that the implantable neurostimulator (ins) wasn¿t moving around or turned at an angle. It was stated that he got 6 coupling bars when standing. It was reported that it used to take 5 hours to recharge, but now it was taking most of the day, and he can¿t stand that long. It was reported that there was an ins battery depletion issue. It was stated that his implant used to last him a couple of weeks, but now it was only lasting 2-3 days. It was noted that the therapy usage was the same. It was noted that the patient did not have a following healthcare professional (hcp).